Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were stopped working. Customer¿s current blood glucose was 283 mg/dl. Customer stated that the buttons had to press couple of times to get respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that all buttons were unresponsive and intermittent. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer stated that the buttons were responding now. The insulin pump will not be returned for analysis.